Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient dob & weight not provided. Implant and explant dates: device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4). Manufacturing date: 17.nov.2015 , part#03.037.017 - lot# 9734868. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during insertion of a tfn-a for treatment of a right hip fracture, the blade guide sleeve jammed into the aiming arm. The surgeon used a mallet to release the sleeve. There was a 15 minute surgical delay. The procedure was successfully completed. Patient outcome was reported as stable. There are 2 devices associated with this complaint. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device (blade/screw guide sleeve, part number, 03.037.017, lot numbers 9734868). The returned subject device was received with minimal damage. None of the damage or deformation present would cause a loss in function. The subject device was received with the associated aiming arm and buttress/compression nut involved in the complaint event. During the investigation, there were no issues with assembling and disassembling the guide sleeve and buttress/compression nut to the aiming arm. There was no damage to any of the components that would indicate a loss of function. Additionally when product development assembled the instruments the complaint event could not be replicated. The complaint condition could not be confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.